Event description:
Used fathom¿ 16 steerable guidewire to obtain access in a gastrointestinal (gi) bleed and the tip of the fathom wire broke off, the team was able to rescue the tip of wire. Team now states that this is not the first time that these type/ brand of wires do this.